Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the passage of the arterial line of the two-lumen catheter, the guide wire became stuck. Laceration occurred when it was pulled on, causing presumable pulmonary microemboli because the guide wire broke inside the patient. The doctor pulled the guide wire out using tweezers. The guide wire and catheter were removed, along with the separated piece of wire. Another attempt was made at the procedure and was successful. There was a delay in treatment, and there were patient complications. There was reported patient death. However, per the initial report, the doctor's medical judgment was that the device did not cause or contribute to the patient's death. The doctor's name was not available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. A device history record review did not reveal any manufacturing related issues. The provided instructions describes suggested techniques to minimize the likelihood of guide wire damage during use. The probable cause could not be determined based upon the information provided and without a sample. No further actions will be taken.